Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2021 and a reservoir was used. In the ward, there was a hole on the reservoir during use, so it was replaced. The affected product was used from (B)(6). Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Device return status: the device has been received at (B)(4) and will be shipped. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Materials: locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that plate was in good condition. No holes or damage observed on the plate. Method: welding around the ports and in the perimeter of the bag was inspected and it was detected a hole in the front of the bag in the bottom side of the bag. Therefore, the reported event is verified. No welding issues or over welding detected during evaluation. Sample was observed carefully, and it was noticed that likely was used several times, the appearance of the reservoir was not in a usual way, it was darker and presence of stress in the bottom corners of the film was observed, this stress could be caused by the locking mechanism due to opening and closing the plate several times and by letting the reservoir activated for a long time. It is determined that the condition reported by customer could not be caused by manufacturing process and potentially there was a rupture caused by mishandling or improper use of device. Customer also reported that the device was used several days from 7/27 to 8/02. In addition, during manufacturing process vacuum and leak test is performed 100% at every single part to detect any leak or failure related to reservoir seal. Based on the present analysis, it is determined that the reported complaint is confirmed but not related to manufacturing process. It's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing . The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.